Event description:
It was reported that there was a right loose tibial tray and was revised.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.